Event description:
Litigation alleges pain, lack of mobility and toxic metal levels. Update rec'd (B)(4) 2013 - patient was revised to address pain. Part/lot was rec'd for head.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records and/or a complaint database search was not possible for the cup and liner as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges, pseudotumor, metal wear/metallosis. After review of medical records patient was revised to address left hip acetabular arthritis with intractable pain. Added law firm, account name, lawyer and updated product details. Corrected product details for the head.